Event description:
It was reported that the bd¿ pen ndl 31g 5mm 100ct gr no pt roche experienced incorrect label information when the customer was unable to scan the barcodes on their boxes.

Manufacturer narrative:
Per additional information received, the event description and UDI number have been updated. D.4. Unique identifier (UDI) #: (B)(4) b.5. Describe events or problems: it was reported that the bd¿ pen ndl 31g 5mm 100ct gr no pt roche experienced incorrect label information when the customer was unable to scan the barcodes on their boxes.

Event description:
It was reported that the unknown bd¿ accu needles experienced incorrect label information when the customer was unable to scan the barcodes on their boxes.

Manufacturer narrative:
Per additional information, the product device name and common device name have been updated. D.1. Medical device brand name: bd¿ pen ndl 31g 5mm 100ct gr no pt roche, d.2. Common device name: pen needle.

Event description:
It was reported that the bd¿ pen ndl 31g 5mm 100ct gr no pt roche experienced incorrect label information when the customer was unable to scan the barcodes on their boxes.

Manufacturer narrative:
Additonal information: this complaint was re-evaluated and determind to be not reportable. This complaint is not MDR reportable. General dissatisfaction of the product does not impact the intended use of the device which would lead to serious injury or the clinician or patient. H3 other text : see section h.10.

Event description:
It was reported that the unknown bd¿ accu needles experienced incorrect label information when the customer was unable to scan the barcodes on their boxes.

Manufacturer narrative:
Per additional information received, the catalog number and manufacturing location have been updated. The following information has been updated: d.4. Catalog number: 320677, manufacturer: dun laoghaire, manufacturer: dun laoghaire.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd¿ accu needles experienced incorrect label information when the customer was unable to scan the barcodes on their boxes.